Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacturer's final investigation. Additional testing was completed and olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: operator channel. Cfu: 1 cfu bacillaceae. Sampling date: (B)(6) 2023. Sampling from: operator suction channel. Cfu: 1 cfu bacillaceae. Sampling date: sep 29, 2023. Sampling from: air/water channel. Cfu: <1 cfu . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, peeling of the acoustic lens likely occurred due to contact with a sharp object or physical impact. The following reprocessing descriptions are included in the device instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Regarding the peeling of the acoustic lens, the IFU states: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the ultrasonic gastrovideoscope tested positive for 2 colony forming units (cfus) of citrobacter freundii non-blse bacteria.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, and the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured, and 4 cfus of pseudomonas stutzeri, filamentous fungi, and bacillaceae were reported. The results obtained reported that the microbiological quality of the endoscope was not satisfactory and was non-conforming for an endoscope subjected to intermediate-level disinfection and rinsed with water that was bacteriologically controlled. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the ultrasonic gastrovideoscope tested positive for >25 colony forming units (cfus) of citrobacter freundii non-blse bacteria. The subject device sampling was performed on (B)(6) 2023. The device's last disinfection was performed on (B)(6) 2023. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. The customer further reported that the sample was taken after storage. The device was last used in a procedure on (B)(6) 2023 and last reprocessed on the same date. The device was reprocessed one time before sampling. The last date of sampling was (B)(6) 2023. The device was quarantined after the positive culture was observed and not used in procedures afterwards.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. Device availability: updated. Device evaluated by manufacturer: updated. Component code: updated. Medical device problem code: updated. Type of investigation: updated. The device was returned to olympus for evaluation. The device evaluation found: the acoustic lens (ultrasound transducer) had been damaged and had a missing part. The bending section cover glue was separated and discolored. The angulations were out of specification. The lens gluing had wear and tear. The replacement of the bending section cover, a complete channel set, a correction lens gluing, and the probe unit were required as a major repair to return the instrument to the specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.